Event description:
This lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that the system will be removed due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).